Event description:
It was reported that: "on (B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient." The returned photo of the device shows a deflated pilot balloon.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found cuff leakage when doing testing before using on patient." The returned photo of the device shows a deflated pilot balloon.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16137 et tube, sher-I-bronch, rs, 37 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. No defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe was filled with air. First, the syringe was connected to the bronchial (blue) pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuffs were unable to inflate. The pilot balloon had a hole in it which prevented the cuffs from inflating. Next, the tracheal (white) inflation line was tested. Upon injection of the air, the balloon cuff was able to properly inflate. The syringe was reconnected to the tracheal inflation line and the cuff was able to properly deflate as well. No other defects or anomalies were observed. DHR investigation did not show issues related to complaint. The IFU states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used. Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." "Cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not be-come over-inflated." "Deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning." The reported complaint of "leak - pilot balloon" was confirmed based upon the sample received. The returned et tube was found to have a hole in its bronchial pilot balloon which prevented the cuffs from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.